Event description:
Note: this report pertains to the third of four devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1610, 3005099803-2008-1611, and 3005099803-2008-1613 for a description of the other device. It was reported to boston scientific that clip did not detach from catheter (did not deploy). The customer reported that they went through several clips (quantity unknown). The customer stated that the clips did not grasp any tissue at the bleed site. The anatomy was not tortuous and the scope was not in a retroflexed position. The procedure was completed and the patient did not sustain any effect as a result of the deployment issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore, a failure analysis is not available. Product unavailable for analysis.